Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose levels and alleged under delivery of insulin. The customer called their healthcare professional and reported that the pump was not working properly for about 36 hours. The customer¿s blood glucose value at time of incident was 203 mg/dl and went as high as 502 mg/dl, and the current blood glucose value was 120 mg/dl. Customer changed out the site, reservoir, and tubing but the glucose levels remained high. The customer treated with a manual injection. Troubleshooting was performed. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.